Event description:
It was reported that an alert was triggered for high svc coil impedance. The rv coil was also noted to have occasional measurements that were increased from the baseline. The rv pacing impedance was noted to be stable. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).